Event description:
Additional information became available that this right atrial (ra) lead exhibited low out-of-range (oor) pacing impedances as well as noise. As a result the lead was surgically abandoned and successfully replaced.

Event description:
Boston scientific received information that this right atrial (ra) lead was surgically abandoned and replaced for an unknown product performance issue. Additional information is unknown at this time. If should new information become available this report will be updated. To date, no additional adverse patient effects have been reported.

Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.